Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device mode switched to vvi with dashes (---) for parameters.